Event description:
It was reported that a volume discrepancy occurred, the actual reservoir volume was greater than the expected reservoir volume (erv); arv: 20ml/ erv: 2ml. The cause of the volume discrepancy was unknown. It was also reported that the physician attempted to aspirate from the catheter access port (cap), but could not aspirate anything. It was indicated that there were no patient symptoms related to this event. The pump was explanted as there was a suspected pump malfunction and it was not replaced. The proximal segment of the catheter was explanted and the distal segment was clamped. At the time of this report, the patient was alive and no injury. The drug delivered via pump was baclofen.

Manufacturer narrative:
Date of implant was approximate. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the pump found that it passed all non-destructive lab testing. There were no anomalies seen in the logs. Since the pump passed all non-destructive lab testing and had clean logs, it was decided that no destructive testing needed to be performed. Final analysis of the catheter found a well-defined indent outside of the catheter lumen and in the cup of the connector of segment 1. This may have been the cause of the withdrawal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.